Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 280 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels, patient found cannula had not deployed as intended.

Manufacturer narrative:
The pod was received with cannula not deployed. Pod download data revealed that it completed only first priming and was deactivated by the user at the end of first priming. Due to the deactivation, the device was unable to complete the second priming to deploy needle/cannula. No issues were found in the device that would result in failure to deploy needle/cannula.